Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No unexpected scrolling numbers noted. Unit received with cracked reservoir tube lip, battery tube threads, minor scratched display window, reservoir tube window and stained end cap sticker.

Event description:
It was reported that the customer was having issues with the buttons on his insulin pump. The customer stated that none of the buttons were responding. The customer had received a low battery alert, inserted a new battery in and received an alert to test his blood glucose level. The custom stated that, when pushing the act button, the button kept scrolling. The customer believed that the button was stuck. The customer's blood glucose was 154 mg/dl. The customer did not recall any significant events leading to the keypad issues. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.